Event description:
It was reported from central sterilization dept via fax that the product fell into two pieces. The surgery was finalized with the instrument parts being hold together manually.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.